Event description:
It was reported that the patient was experiencing severe pain due to the submuscular implant. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478, lead, implanted: (B)(6) 2010; 5076-45, lead, implanted: (B)(6) 2005. (B)(4).